Event description:
Complaint stated that one of the inner lumens of 15mm connectors were occluded with small fragments. However, on evaluation internal flash on the carlene adaptor was found to be the problem.

Manufacturer narrative:
Description of complaint: the inner lumen of the y-piece (carlens adaptor) is too narrow. Retain sample: the retain sample carlens adaptor was examined and the inner lumen was found to be partially occluded. The retain sample carlens adaptor in connector pack assemblies 7c002 and 7c007 were examined and the inner lumen was found to be partially occluded. Closer examination of the retain sample revealed a small flap of excess plastic in one of the ports where the smaller diameter tube joins the connector. This thin flap is secure and not loose but has partially occluded the inner diameter. This excess plastic has been traced to a very specific based moulding campaign. This is a two cavity mould and "wear" on the core pin caused internal flash on the problem order. This deterioration in core pin is caused by normal "wear and tear" and is not apparent or detectable on visual inspection of the mould. Cause: since no sample was returned an examination of the complaint sample cannot take place. Summary of analysis: quality: no death or permanent injury to pt reported. Non confirmed: the reported problem was not detected as no unit was returned. Justified: there is evidence to suggest that the reported problem occurred in house. Corrective action/comment: (a) the mould in question has been repaired and the training programme has been revised to include careful visual inspection of the injection moulded parts since mould wear of this nature is not apparent on the tool itself. (B) a recall of the above lot number has been initiated.